Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit was showing fault in the pressure. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative issued a proposal for troubleshooting and repair but to date the proposal has not been approved. There is no report of death or serious injury, no patient was involved, and no reportable malfunction during this event. Therefore, this event is not reportable.